Manufacturer narrative:
No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was shutting down roughly every two hours. The system also shut down immediately after being unplugged from the wall. There was no patient involved. Additional information was received. It was reported that when the keyboard was plugged in, the system wouldn't power on, but when the keyboard was unplugged it powered on. Additional information was received. It was reported that the system would shut down unexpectedly when it was plugged in after about two hours.